Event description:
The product was returned for analysis stating the patient was no longer using the device and had requested removal; normal battery depletion was also indicated.

Manufacturer narrative:
Final device analysis results revealed the receiver had no output from any electrode pair. The test showed no leakage paths into the receiver. The receiver was not de-encapsulated as there was evidence of hybrid can and pin corrosion; discoloration was noted on the hybrid case. The device was implanted in 1993.